Event description:
Litigation alleged the patient suffered pain and exposure to excessive levels of chromium and cobalt as a result of the implanted asr hip.

Event description:
**Update** - medical records received (B)(4) 2013. Revision operative report indicates the following: swelling; pain; large amount of cloudy fluid; some granulation tissue. During implantation surgery on (B)(6) 2008, patient had an intraoperative nondisplaced unicortical calcar fracture. Femoral stem and stem sleeve added to complaint.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
**Update**(B)(4) 2013 - sales rep reported patient underwent revision procedure. There is no new additional information that would affect the outcome of the investigation.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.